Manufacturer narrative:
Intermittent zoom function.

Event description:
It was reported by service report that the zoom works intermittently. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.